Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. The 2008, rx biliary product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend noted.

Event description:
It was reported to boston scientific corp in 2008, that a rapid exchange biliary stent system was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure eight days later. According to the complainant, during preparation, there was difficulty loading stent over replaced guidewire. Procedure successfully completed with another of the same device. No pt complications were reported as a result of this event.